Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's recharge burden had increased and her ipg is nonfunctional. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.